Event description:
It was reported that a detached filter limb from a vena cava filter was found in the heart. The decision was made by the cardiologist and the vascular surgeon to leave the filter and the detached limb in place, and they remain in the pt. No pt injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.